Event description:
It was reported that the left ventricular (lv) lead failed to capture. The lv lead was reprogrammed and remains in use. The patient is a participant in the product surveillance registry (psr) clinical study. No patient complications have been reported as a resultof this event.